Manufacturer narrative:
Continuation of d10: product ID: 37791, lot# serial# unknown, product type: recharger, product ID: 37761, lot# serial# (B)(6), product type: recharger, product ID: 37612, lot# serial# (B)(6), product type implantable neurostimulator h3. Analysis was performed on [product ID 37761, lot# serial# (B)(6)] analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the replacement device resolved the poor coupling and the issue of the ba ttery draining too fast as they no longer had a problem with the connection.

Event description:
It was reported that the implant battery was draining too fast. Pt said that the implant charge used to last for two weeks and now only lasts about one week. Pss reviewed how settings/usage can impact implant battery depletion rate. Pt said they had this implant depleting quicker than before issue for about a month or two, and they last had their implant checked by the hcp about a half year ago. Their implant was fine, but pt said they might get it rechecked. Pt said they had not changed their settings since they noticed the change in the battery depletion rate. Pt said it had been taking them quite a while to get their implant charged, and they noticed that this started a month or two ago. Pt said they were able to get full coupling but that they had noticed that they would lose coupling for no reason and have poor coupling. An email was sent to the repair department to replace the recharger antenna and desktop charger dtc. Pss reviewed if the pt received a replacement; the pt will charge ins 100% and then keep track of how long ins lasts and fu with hcp if they are still concerned. No symptoms/complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.